Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer 1.1 failed frequently and it was unable to recover. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 1.1 failed frequently and it was unable to recover. The field service engineer (fse) had run the hardware test application (hta) and found that no cubies had been detected. Upon inspection, the controller board displayed the correct flashing lights in the drawer. The fse had resolved the issue by reseating all row board connections and pyxis bus cables, after which the drawer had successfully detected cubies and had become fully functional. The system functioned as intended after the field service engineer repaired the device.